Event description:
It was reported that during a lap cholecystectomy, the clips would not form properly in the jaws of the instrument. Another like device was used. There was no pt consequence.

Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.